Event description:
On (B)(6) 2013, the user facility contacted the fresenius service department to request a functions check of a hemodialysis machine after a patient incident. The user facility reported a patient "coded" two hours into treatment and subsequently expired. This was the patient's second hemodialysis treatment. The user facility reported, during the treatment on (B)(6) 2013, there were no machine problems noted or fluid removal problems prior to treatment. During dialysis, treatment was "running fine" and there was no blood loss. On the morning of treatment, the patient's blood pressure "kept dropping," and the "patient was very anxious." Ativan, unknown dose (medication) was administered to the patient one hour prior to her death. No allergic reactions or other events were reported. The user facility reported the patient "had relaxed and just became unresponsive." It was reported by the patient's physician that the patient had been "sick for a while." Also, according to the patient's physician, the patient had a cardiac event which caused her death.

Manufacturer narrative:
A product code and lot number was provided by the user facility; however, the product code did not match the given lot number. We conducted a manufacturing review based on the reported lot number. On (B)(4)2 013, a fresenius technician evaluated the machine and confirmed the machine to be operating within required specifications. Although requested on multiple occasions, medical records have not been provided for review. A supplemental report will be submitted if/when additional information becomes available. A system level investigation was performed to include the dialysis machine, the dialyzer, the bloodline and concentrate(s) used during treatment. Product investigations including equipment history and lot batch records did not indicate device malfunctions. The medical assessment performed by the (B)(4) post market clinical physician has concluded the dialyzer and bloodlines are not a factor in the event. However, with information provided as of the date of this writing, an MDR will be filed on the machine (this report) and concentrates. Please reference MDR report numbers: 1225714-2013-00933 and 00934, 2937457-2013-00057, regarding the same reported patient event.